Event description:
A surgeon reported a subluxated lens following an intraocular lens (iol) implant procedure. An iol exchange was performed and the haptic was found to be broken. The bag was intact, and another lens was implanted in the bag. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).